Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a complicated surgical procedure, during which vascular surgery intervened to address bleeding during pressure regulating balloon (prb) placement. The physician suspected that the balloon was not optimally positioned. The procedure was completed with not further patient complications.